Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting in pacing inhibition of greater than two seconds in duration. The noise appears to be electromagnetic interference (emi) however the source could not be identified. All lead measurements were within normal limits and stable. No intervention performed. No adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.